Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller read from op notes that said the patient had various revision for urinary retentions. The caller indicated that the device was replaced, because it died in 2012. The caller indicated that the patient claimed the ins was replaced two other times but the caller did not have further details about those instances. The caller was an MRI tech and did not have additional information about the revision. Troubleshooting was not required. The issue was not resolved through troubleshooting.